Event description:
A medwatch (enclosed) was received that indicated, "during a tonsillectomy and adenoidectomy the blue plastic sheath at the base of the needle shaft underneath melted off, exposing a part of the metal shaft underneath. The remainder of the blue sheath remained. The pt suffered a burn the size of a dime at the left corner of the mouth where the insulation had melted. The electrosurgical unit was set at 17 watts, coag. The case was completed without further incident."